Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the device log showed that the unusual morphology of the rhythm and the lack of discernable qrs patterns meets the criteria found in shockable rhythms. It was concluded that the device worked as designed and configured, and within the limitations of the technology available. The device was recertified and returned to the customer. No trend is associated with reports of this type.